Event description:
It was reported that, after a laparoscopic procedure on the thymus, the bleeding occurred. Reoperation was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact surgical procedure that was performed? What structures was the device used on? Were there any difficulties with the device during the original procedure? Please provide a timeline of events that led to the reoperation during the reoperation, was the source of the bleeding/ the bleeding vessel identified? If so, was the enseal x1 used in that location? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2022 additional information was requested and the following was obtained: what was the exact surgical procedure that was performed? => laparoscopic procedure on the thymus. What structures was the device used on? => we didn't get the feedback from the surgeon. Were there any difficulties with the device during the original procedure? => the surgeon thought the tissue stuck on the blade although the nurse cleaned the tip of the device. Please provide a timeline of events that led to the reoperation during the reoperation, was the source of the bleeding/ the bleeding vessel identified? => basically, the surgeon did not think this ae was related to the device, but he experienced a similar ae case((B)(4)) in these days. We got the ae repost as the same day of reporting (B)(4). This ae has passed many days so, we are difficult to get additional and detailed information from the surgeon. If so, was the enseal x1 used in that location? => we didn't get the feedback from the surgeon what is the patient's current status? => the patient is stable after reoperation. An internal rapid response call was held on (B)(6) 2022 to include post market surveillance, customer quality, quality engineering, sales, medical, medical safety, marketing, design engineering, and local associates to discuss post-op hemostasis issues a surgeon experienced. It was 2 separate incidences that happened during thoracic surgery. The bleeding was observed after the surgery and the bleeder was found in the re-operation procedure. It was commented that electrolube was used but it will be confirmed by the japan team. No alert screens were experienced. A video was shared with the team, but the video was edited to show the vessels being seal and then cut to the second operation. It was requested to get an unedited video since there are questions about device usage. The medical team commented that based on the video footage the dissection was typical and that the dissection itself it tough due to it being in a tight space. It was observed that the tip of the device could not be seen so we couldn¿t determine how much energy was delivered to the desired spot. It was also observed via the video that there looked to be a decent amount of tension. Using less tension during device usage may help optimize the energy application.